Event description:
It was reported that the patient had infusion set leakage at insertion site event on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street:18000 devonshire street city: northridge state: california zip code: 91325 - 1219. E1: patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.